Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.00/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed and the lens was repositioned on (B)(6) 2019. This did not resolve the problem. The lens was then removed and exchanged with a same lenght lens on (B)(6) 2020. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. (B)(4).